Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. The device history record (DHR) for the device implicated in this complaint has been reviewed for manufacturing issues that could potentially relate to the as reported defect. During visual inspection, there was a collet received with the subject guidewire. The collet was examined for traces of coating material and there was some small particle noted within the collet. There was collet skive marks noted at 5cm, 18cm & 20 cm from the proximal end of the subject device. A functional test was not required as the defect was visually confirmed. The reported complaint was confirmed during the device analysis. The device failed to meet specification when returned based on the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The subject device was returned, and it was confirmed that the ptfe coating had been damaged by use of the torque collet supplied. It is probable that the subject device was damaged as a result of handling of the subject device during the clinical procedure, therefore an assignable cause of handling damage will be assigned to the reported and analyzed guidewire ptfe coating peeling.

Event description:
It was reported that during the preparation, the ptfe (polytetrafluoroethylene) coating of guidewire was noted to be peeling off. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
Stryker device is not available.

Event description:
It was reported that during the preparation, the ptfe (polytetrafluoroethylene) coating of guidewire was noted to be peeling off. There were no clinical consequences reported to the patient due to this event.